Event description:
It was reported that the patient's device showed high impedance and that the patient had not felt stimulation for a few weeks. The patient had a nodule on the side of her neck, but an ultrasound showed that it was normal. It was not communicated whether or not the nodule was believed to be related to the high impedance or not. The physician programmed the device off and ordered an x-ray. No further relevant information has been received to date.